Manufacturer narrative:
Continued h.6. Health effect - impact codes: f23. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional (hcp) reported patient was injected with 12 ml juvederm vycross technology into the face. 10 days later, patient developed late onset nodules and periorbital oedema in the whole lower part of the face. Histological tests and biopsy showed that nodules in the lower face are granulomas and panniculitis. Patient had few incisions and is in the remission.